Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the failing efaa and the clip opening post deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on a2p2. While establishing final arm angle (efaa), the clip opened slightly. The clip was unlocked, opened and relocked. Efaa was tested again successfully. Post deployment it was noted the clip opened. A second cds was advanced and the leaflets grasped however the gradient increased to 15mmhg therefore the clip was not implanted and the cds removed. The gradient returned to 5mmhg. The procedure was completed with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot specific product issue at this time. Based on the information reviewed and without a device to analyze, a cause for the reported clip failed efaa and clip open while locked could not be determined in this incident. The reported mr appears to be due to the reported clip open while locked. Additionally, the reported patient effect of mr is listed in the mitraclip system instructions for use (IFU), and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.